Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09978, related manufacturer reference number: 3006705815-2019-03367, related manufacturer reference number: 1627487-2019-09979. It was reported that the patient presented with an infection at the anchor site. As a result, the patient's system was explanted on (B)(6) 2019. Antibiotics were give to the patient to treat the patient. Patient is stable.